Event description:
Litigation alleges the patient suffers from discomfort, pain, difficulty ambulating, clicking noises, limited mobility and swelling. Update (B)(6) 2014 - pfs and medical records received. A correct doi and dor were provided. After review of the medical records for MDR reportability, the revision operative note indicated pain, metallosis, pseudotumor and increased metal ions (cobalt 7.0 and chromium 4.3). The cup was revised, but only because the liner wasn't able to be disenggaed from the cup. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.